Event description:
On (B)(6) 2013, patient underwent uneventful ilasik on both eyes. Striae on left eye was noted at the one day post op visit. Patient was brought back to the laser suite and flap was lifted and stretched left eye. Patient seen (B)(6) 2013, visual acuity sans correction was 20/20 right eye and 20/25 left eye.

Manufacturer narrative:
(B)(4). Evaluation conclusion:customer is only reporting this event and did not request field service or clinical support. Customer indicated that the patient underwent uneventful procedure. Placeholder.